Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/02/2020 additional information: h6 additional h3 investigation summary: two pictures were received for analysis. Upon to visual inspection of the pictures, a foil packet and three detached needles of product code w9468, lot # ppbcsds0 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that the suture was detached from needle since device was not returned for analysis. Note: events reported in 2210968-2020-07756, 2210968-2020-07757, and 2210968-2020-07758. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where the needles detached in the package or at the moment of suturing? The suture was detached at the moment of suturing how many devices were involved in this single procedure? The suture was detached at the moment of suturing so they have to use 3 ea in that case. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.